Manufacturer narrative:
Continuation of d10: product ID 977a260, serial# (B)(6), implanted:(B)(6) 2020, product type lead product ID 977a260, serial# (B)(6), implanted:(B)(6) 2020 , product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep). It was reported that the patient was seen on (B)(6) 2023. At that time impedances were checked and 8-15 are out of range. The patient was reprogrammed to try to give some relief. He s tated that the reprogramming helped some but not completely. Because his personal physician was unavailable to further discuss options and provide next steps, he scheduled a consultation and will be seen on 3/10 for a consultation to discuss revision and options. Additional information was received from the manufacturer representative (rep). It was reported that there were high impedances and loss of stimulation/return of pain. The patient was seen today. Surgery is planned in the future to revise one of the two 977a260 leads. The 8-15 electrode lead demonstrates impedances that are "do not use" except for electrode "11" which is "good". Hcp x-rayed the system and the x-ray did not demonstrate any clear breaks in the lead, however, it does appear that the lead has migrated downward from its original implant position based on a comparison of the x-ray at the time of the implant and today's x-ray. The patient reports a loss of efficacy /stimulation in his right leg/foot. Despite attempts to re-program to cover his right leg/foot pain, the rep was unable to program any paresthesia coverage of his right leg/foot. The issue is ongoing. The manufacturer representative (rep) indicated they would send any further information as they become aware.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. The reason for call was caller stated that about a month ago they had a back operation to put a spacer in their spine, and ever since then their stimulator has not been working correctly. Caller stated they see "settings not available" on their controller but the programs are only set to 3.0 and 2.0 intensity. Caller stated that they had an xray done which showed that there was a "broken circuit." Caller stated they're not sure if a lead was moved or broken or what during the back operation, but one side of the circuit is broken. Caller stated that their healthcare provider is aware of this but isn't doing anything to help. Caller stated they can't get anyone to help them, and calling patient services was their last resort. Caller stated they need to get this fixed because the neuropathy in their feet is going nuts. The patient was redirected to their healthcare provider to further address the issue and have the implant interrogated. Agent sent message to the field on patient's behalf. Caller stated this is urgent, and they need assistance. Agent reviewed rep response expectations and requesting a rep through nas with their healthcare provider as well. The rep replied that they spoke with the patient and that they were seeing the patient that day (B)(6) 2023)  at 2pm.